Event description:
Consumer indicated she had evolence injection, 1 vial, in (B)(6)2009 to the area between her eyebrows and bilateral nasolabial folds. She experienced lumps in all areas almost immediately which progressed to intermittent swelling around lumps with skin excoriation and sloughing. This has been ongoing since time of initial treatment. She follows up with a physician but to date, no treatment has been given for the issue.

Manufacturer narrative:
This closes out this report unless additional, significant info is received. (B)(4)